Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer's mother states daughter does not know how to enter her blood glucose in the pump, found daughter suspended the pump to take a bath and forgot to resume the alerts. The customer was treated for the low blood glucose with carbs intake. Customer¿s blood glucose level was 254 mg/dl at the time of the call. The customer decline to trouble shoot. The pump was not returned for analysis.